Manufacturer narrative:
Corrected field(s): d4 this supplemental report is being submitted to provide the UDI number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the suggested event was likely due to the failure to follow the instruction for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited aw-cylinder has foreign objects, clogging of nozzle and aw-tube has foreign objects. There was no patient involvement.